Manufacturer narrative:
Follow-up sent to add z-number. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's ac module is buzzing. There was no patient involvement.